Manufacturer narrative:
The returned sample was examined by using a microscope at (10x) magnification and was found to have a damaged tip and damaged cutting edge. Surface condition of the returned blade indicates that it may have been used. Functional sharpness testing could not be performed due the damaged condition of the sample. No lot number was identified with this complaint therefore, a lot history review could not be conducted. Damage to the blade like that observed with the returned sample can result in a complaint as described by the customer. How or when the blade became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be improper handling, contact with the blade protector or from contact with another instrument during surgery or set-up. (B)(4).

Event description:
A nurse reported that a dull knife was noted under the microscope prior to surgery. There was no patient involvement.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).